Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had to remove the pod early due to the development of pain and swelling at the infusion site, which had begun to form an abscess. The pod was worn between 25 and 36 hours on the abdomen, and blood glucose was 7 mmol/l (126 mg/dl) at the time of pod removal. Following removal, the patient sought medical attention and was diagnosed with cellulitis. The incident occurred on wednesday, (B)(6) 2025, and the patient presented to the emergency department on sunday, (B)(6) 2025 - four days after symptom onset. At the hospital, the patient underwent two ultrasounds of the affected area and was prescribe cephalexin (1 tablet, four times daily for seven days). The length of hospital visit was approximately five hours. The used pod was discarded following removal.